Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead (rv) perforated the apex and migrated into the epicardial space. Muscle stimulation was also exhibited due to the perforation. This rv lead was then successfully repositioned. At this time, the lead remains in service. No additional adverse patient effects were reported.